Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer attempted to take out the battery, but the issue continued. The reporter did not know the blood glucose reading. The customer was working in the garden when the alarm occurred. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.